Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report a missing sensor wire on (B)(6) 2015. The patient's mother did not report injury or medical intervention.